Event description:
It was reported that this patient received an inappropriate shock due to t wave oversensing. The device was reprogrammed during a follow up. The patient was discharged home, and subsequently received another inappropriate shock. A request for review was sent to technical services (ts). Ts discussed possible troubleshooting for this case and noted that having the smartpass on was a good option. Another follow up took place and possible options for this patient were discussed, at this time it was decided to deactivate the system and await next steps. At this time the device remains implanted. No adverse patient effects were reported.